Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in the remaining longevity, from 5 years at the last follow up seven months ago, to 3.5 years at the current device check. Premature battery depletion was suspected so device data was submitted to technical services for review. Engineering analysis of the data confirmed the device was depleting normally. There was an increase in the power consumption due to an increase in the patient's heart rates. Additionally, the device will transition from a coulometer assessment to a blended algorithm as the device ages. This will also result in an adjustment in the remaining longevity, further reducing the longevity by about 15 months at the current power consumption level. Technical services recommended continuing with normal, routine device follow ups. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 3 months later, this device received a software update to help mitigate the risk of the device reverting to safety mode operation due to increased battery impedance. In the next remote follow up, the device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service, with a replacement procedure planned for early february. Additional information was received confirming the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in the remaining longevity, from 5 years at the last follow up seven months ago, to 3.5 years at the current device check. Premature battery depletion was suspected so device data was submitted to technical services for review. Engineering analysis of the data confirmed the device was depleting normally. There was an increase in the power consumption due to an increase in the patient's heart rates. Additionally, the device will transition from a coulometer assessment to a blended algorithm as the device ages. This will also result in an adjustment in the remaining longevity, further reducing the longevity by about 15 months at the current power consumption level. Technical services recommended continuing with normal, routine device follow ups. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 3 months later, this device received a software update to help mitigate the risk of the device reverting to safety mode operation due to increased battery impedance. In the next remote follow up, the device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service, with a replacement procedure planned for early february.